Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to snap the cartridge into place. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to successfully install a new cartridge. The customer reported that the pump would continue to be used for insulin therapy.